Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained post-paced t-wave oversensing. Review of strip showed possible myopotential oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received indicates that an asymptomatic patient presentend in clinic during follow-up with post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. Further actions will be discussed with the physician.

Manufacturer narrative:
(B)(4).